Manufacturer narrative:
(B) (4). Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Device issue: leak (failure to seal perforation). Time of device issue: during the procedure. Adverse event: fistula requiring treatment with medications. Onset of adverse event: during the procedure. It was reported that during use of a 3.5 x 19 mm graftmaster stent in the peripheral left superficial femoral artery (sfa), to treat a perforation caused by an atherectomy catheter, the stent slipped off of the balloon in the left mid sfa. The stent was therefore deployed/expanded in the left sfa which was normal tissue. The stent was intended to treat a perforation in the left anterior tibial. A second graftmaster 3.0 x 19 mm was used in the peripheral left anterior tibial artery (proximal) for treatment of the perforation, however, while the stent was implanted, the perforation was not sealed and resulted in a av fistula which was treated with medications. One month post procedure, the av fistula was still present, however, it was being treated with medications. No additional event or pt info is available.